Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-059295 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
3004753838-2025-059295 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.